Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site¿s system logs was conducted, and per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This is considered a reportable adverse event due to the following conclusion: it was reported that during a davinci-assisted thoracoscopic mitral valvuloplasty, the patient began to hemorrhage after the robotic portion of the procedure "was completed and rolled out, and the aortic blockade was released." The source of the bleeding could not be located, and the procedure was converted to "a median open chest." A hole in the left auricle was found and repaired with sutures via open thoracotomy. The surgeon speculated that the vent or the tip of the "aortic blocking forceps" may have pierced the left auricle, and no allegation against an isi product was made. The patient lost approximately 6821ml of blood, and the following transfusions were administered: rbc - 26 units (3640ml), ffp - 52 units (6240ml), pc - 60 units (1200ml).

Event description:
It was reported that during a davinci-assisted thoracoscopic mitral valvuloplasty, there was "massive bleeding" after the robotic portion of the procedure "was completed and rolled out, and the aortic blockade was released." The source of the bleeding could not be located, and the procedure was converted to "a median open chest." A hole in the left auricle was found and closed via open thoracotomy. The surgeon did not believe that the cause of the issue was directly related to "robotic manipulation," and he speculated that the vent or the tip of the "aortic blocking forceps" may have pierced the left auricle. The procedure was completed, with a delay of more than 30 minutes. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information, and the following was reported by a surgeon present at the procedure: per the surgeon, "the doctor speculated that the tip of the vent or the aortic blocking forceps may have pierced the left cardiac ear." The blood loss did not occur due to the use of an isi product, as the "vent or the aortic blocking forceps" are 3rd party products. Similarly, the issue did not occur due to unintuitive motion of an isi product. No malfunctions of an isi system, instrument, or accessory occurred. The system/instruments/accessories were inspected prior to use, and nothing abnormal was found. No anatomical factors contributed to the bleeding. The amount of blood lost was about 6821ml, and the following transfusions were administered: red blood cells (rbc) - 26 units (3640ml), fresh frozen plasma (ffp) - 52 units (6240ml), pc - 60 unit (1200ml). To resolve the bleeding, "an artificial heart-lung was used. In addition, a thoracotomy was performed to sutured and repaired the damaged area." There was no serious deterioration/clinical instability during the time that it took to convert the procedure and control the bleeding. The procedure was converted due to the bleeding issue, and it was not anticipated due to the patient's anatomy. Per the surgeon, the impacts of the event on the procedure as a whole include: "transition of the procedure, prolongation of operation time, suture repair of the damaged area, blood transfusion." Per the surgeon, the patient's health was affected by the event due to the need for blood transfusions and a prolonged hospital stay. The surgeon was not concerned about any long-term complications for the patient as a result of this event. "The patient recovered well and was discharged from the hospital," and no post-operative complications occurred. No isi instrument is available for return, as no allegation was made against an isi product. No images or video are available for isi review.